Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The closure device was successfully implanted in the laa with no recaptures of the device. The patient developed mild chest pain and hypotension in recovery. Echocardiography revealed a 1.4cm pericardial effusion around the heart. The patient was brought to the catheterization laboratory, and pericardiocentesis was performed. Approximately 450ml of fluid was drained, and the patient's blood pressure normalized with no further pericardial effusion noted. The drain was left in place after pericardiocentesis was performed, but was removed prior to the patient being discharged home.